Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Per the managing physician the cause of the event was unable to be conclusively determined. In the opinion of the cvrx physician consultant the event was possibly related to the patient condition as extra precautions were taken to mitigate the risk of bleeding. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4)

Event description:
A barostim system was implanted on 07-may-2026. It was noted that the patient was a high risk for bleeding and was on blood thinners, which were held before implant and restarted after implant. The surgeon also used a kangaroo pouch prophylactically to reduce the risk of bleeding. On (B)(6) 2026 a hematoma was observed at the ipg implant site which gradually increased in size. The hematoma was confirmed by the physician at a post-surgery follow up on (B)(6) 2026. An exploration and evacuation of the hematoma was performed on (B)(6) 2026. It was noted there was no active bleeding and no signs of infection were observed and the incisions at both the neck and chest were closed without swelling or oozing. The patient was discharged without issue. A culture was taken but the results were not yet available. No further patient complications were reported.